Event description:
It was reported shaft about to break. During a percutaneous intervention (pci) procedure, the target lesion located in the mildly calcified distal of left circumflex (lcx) artery. A guidezilla extension catheter was selected and manipulated carefully during insertion. After a non-bsc stent was implanted, the guidezilla was removed and noted that the collar part was about to be separated. No patient complications were reported and the patients¿ condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter. The microscopic and tactile inspection of the distal shaft found no irregularities. The microscopic examination revealed a partial separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft about to break. During a percutaneous intervention (pci) procedure, the target lesion located in the mildly calcified distal of left circumflex (lcx) artery. A guidezilla extension catheter was selected and manipulated carefully during insertion. After a non-bsc stent was implanted, the guidezilla was removed and noted that the collar part was about to be separated. No patient complications were reported and the patients¿ condition is good.